Event description:
It was reported that the user experienced sustained hyperglycemia and a strong odor of insulin while using a contact detach infusion set, with insulin smell suspected at the infusion site and no alerts or alarms from the device. Symptoms included elevated blood glucose, with a reported peak of 321 mg/dl and levels outside of target for approximately 24 hours, without ketone testing, backup therapy, or medical intervention. Outcomes included transient loss of glycemic control without clinical sequelae. Investigation included telephone troubleshooting and user education, including a complete supply change and follow-up confirming blood glucose returned to range. Investigation of this case revealed no confirmed device malfunction or identified leak source, and the event was consistent with hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.